Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The iol was visually inspected under a microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens that may be related to handling the lens in a non-sterile environment. Also, the lens was returned cut in two pieces. The lens condition is consistent with a lens that had been explanted from the patient's eye. Due to the returned lens condition, diopter measurement could not be performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted from the patient's right eye in a secondary procedure due to a myopic outcome after the lens was implanted. It was stated that there was no use error, the incision was not enlarged and a vitrectomy was not performed. There was no patient injury reported. The patient was reported to be doing well.

Manufacturer narrative:
A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during the manufacturing of the production order. The lens met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.